Manufacturer narrative:
Diagnostic/functional testing was performed. The fse was unable to confirm the recurrence of the symptoms, but based on the symptoms there may be a potential malfunction in the speaker. For precautionary measures, the speaker was replaced. The device was operational after repairs were completed. Reporting institution phone # (B)(6).

Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.